Event description:
It was reported that the right ventricular (rv) lead had noise, high impedance and was fractured. It was also reported that the left ventricular (lv) lead had high threshold due to exit block. The rv lead was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. The lead distal conductor was fractured. It was also noted that the distal end electrode was damaged, and was covered in blood. The helix was bent, and the insulation overlay tubing was breach cut and melted. There was cosmetic depression in the outer insulation and the overlay tubing had cosmetic environmental stress cracking. There was observation of blood ingression in the insulation overlay tubing.